Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture confirmed through mammogram. Device remains implanted.

Event description:
Patient reported "rupture" confirmed through mammogram. Healthcare professional reported "implant rupture", "patient has been symptom-free" and capsular contracture baker grade iii. This record is for right side. Device was explanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: observed broken device through microscopic inspection assessed as fold flaw opening and observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases, non-penetrating nicks) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, d.6b, g2, h6.

Event description:
Patient reported "rupture" confirmed through mammogram. Healthcare professional reported "implant rupture", "patient has been symptom-free" and capsular contracture baker grade iii. This record is for right side. Device was explanted and replaced with another manufacturer's device. Device will be returned.